Event description:
Report received regarding a (B)(6) white female (B)(4) who is currently participating in (B)(4) trial. On (B)(6) 2010, due to stable angina and a positive stress test, the patient underwent index procedure with the deployment of one drug eluting stent to the mid lad, and another two drug eluting stents to the proximal lad. On (B)(6) 2010, the patient received a peri-procedural loading dose of clopidogrel 600 mg. Aspirin 325 mg dosing and clopidogrel 75 mg dosing were started on (B)(6) 2010. The patient was discharged from index hospitalization on (B)(6) 2010. On (B)(6) 2010, the patient was hospitalized for recurrent angina and abnormal stress. Coronary angiography was performed which revealed a chronic, jailed, very small diagonal branch. No additional details were available at the time of this report. The recurrent angina resolved on (B)(6) 2010, and the patient was discharged from the hospital. In the opinion of the investigator, the recurrent angina was moderate in intensity, not related to the study drug, definitely related to the study device, and not related to the study procedure.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on her one touch ultra 2 meter. The patient mentioned that on (B)(6) 2010, she tested her blood glucose and obtained a 287 mg/dl. She then took insulin 15 units of novolog insulin. The patient then felt shaky, weak and hungry 15 minutes later. She then tested her blood glucose again and obtained a 72 mg/dl. The patient did not seek any medical attention or contact her physician for assistance. The patient was not tested on another device. A quality control test was not done since the patient did not have any control solution. The test strips were in good condition. The product was replaced. The complaint is being reported since the patient developed symptoms suggestive of a serious injury after taking insulin for an alleged high reading.

Event description:
Attempted to grasp pd stent-opened and closed several times, and then felt a snap during this process. The forcep was physically changed and would not open correctly.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.